Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientifiic cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient had an aortic valve replacement and during the procedure there was concern of lead movement. After the procedure the system was monitored for two weeks to test inter-operative measurements. The threshold was consistently high at 2.6v @ 1.0ms and sensing was low at 1.5mv. Non-invasive programmed stimulation (nips) procedure was performed to try to convert the patient's ventricular fibrillation (vf) and to determine the lead status. The vf was undersensed and the device did not provide a shock. Therefore, the lead was replaced as well as the device since the battery was getting low. The patient was occluded on the left side so the new system was implanted on the patient's right side.